Manufacturer narrative:
(B)(4). The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy (B)(4) - "very small bleeding after sealing the inf. Thyroidal vein. Surgeon did place ti-clip over the vessel stump for safety feeling. Probably small accessory branch that was not taken (correctly) in the instrument jaws, only visible with the surgical loops (glasses) surgeon stated that she encounter this also with other energy-devices. Note: only device key can be returned."

Manufacturer narrative:
Investigation summary: the device key was returned for evaluation and the activation logs were analyzed. In the absence of the complete incident device, it is difficult to confirm the results of the activation logs and determine the root cause of the incident. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.